Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the (B)(4) edwards affiliate, four years post implant of a 29mm sapien xt valve, the patient developed symptoms of heart failure and angina. Echo showed a mean gradient of 55mmhg with a valve area of 0.8 cm² with no central regurgitation. The decision was made to deploy a second valve. A 29mm sapien 3 valve was deployed within the first valve with no complications. The valve degeneration is perceived to be due to valve calcification as there were no signs of endocarditis, pannus/host tissue overgrowth, thrombus or valve mismatch.

Manufacturer narrative:
Calcification of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the calcification cannot be confirmed. It is possible that the patient¿s underlying co-morbidities (reduced renal function) may have caused or contributed to the event. There was no allegation of device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.